Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received indicating that a pump with a cadd cassette reservoir attached alarmed ? No disposable detected" two hours after starting. It was reported the end user switched out the pump, which did not resolve the alarming, then the user switched out the cassette resolving the issue.